Event description:
The customer contacted physio-control to report that their device was arcing (spark). After that, the device could not be powered on. The customer plugged in the main power cable but there was no ac light. There was patient use associated with the reported event however, there was no adverse patient outcome.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly. Physio-control determined that the cause of the reported failure was due to a metal oxide varistor, designator mv3 on the power supply assembly that had shorted, causing a fuse, designator f1 to open. This then caused the device not to have any 12 volt output and no battery charge.

Manufacturer narrative:
Physio-control evaluated the device and verified that the device could not be powered on. Physio-control replaced the power supply assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.